Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg. Reportedly, the customer was using off-label insulin with the pump. Tandem customer technical support informed customer not to use off-label insulin per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.